Manufacturer narrative:
(B)(4). The complaint was confirmed, but the root cause is unknown. Upon receipt the rechargeable led cartridge was visually examined for any signs of damage, misuse/abuse and no issues were noted. An attempt was made to charge the cartridge with the charging unit that is shipped in the kit with the handle and led cartridge. The battery cartridge was put on charge for two (2) hours and the green glowing led indicating a full charge never came on. The led when depressed would come on, but either the charging circuitry or the battery was in a failure mode. The cartridge was also destructively inspected and a broken led contact pin was found loose on top of led contact plate. There are several circumstances that could have caused the unit to not accept a charge. Internal charging circuitry on a pcb could be defective, or the loose contact pin which could have served multiple electrical circuitry tasks the actual root cause cannot be established, however multiple defect anomalies exist that could have caused the charging failure. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the device failed.battery failing.